Event description:
The distributor reported a foreign object was identified in the barrel of the syringe within the kit during their initial inspection of rec'd product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one new unused device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found two similar device complaints for this lot number. The device was examined visually, particulate larger than the acceptance criteria was found. The complaint is confirmed for this device. The root cause is attributed to the mfg process.